Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. During troubleshooting, rse performed the image recreate successful with the remote console. After the recreation of image store, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer received a low disk space error. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.